Event description:
It was reported that the programmer's markers were not aligned with the surface electrocardiogram (ECG). The markers were approximately three hundred miliseconds off from the surface ECG. The caller was advised to cycle power to the programmer, and the issue was resolved. The programmer remains in use. No patient complications have been reported as a result of this event.